Manufacturer narrative:
No pt injury was reported. No treatment history is available. A gambro technical services (gts) field rep checked the machine and found dialysate scale was out of calibration and drifting after calibration. He replaced dialysate scale, calibrated machine, verified calibrations and functional checkout as per MFR's specifications.